Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor was trying to retrieve a trial stem from the femoral canal. The doctor could not get the stem extractor to thread into the stem. Upon further examination of the extractor the doctor determined that the threads on the extractor were stripped. Doctor was able to get the stem out without incident. The patient was not harmed and the case was not delayed by the malfunction.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.